Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified one month before and after the treatment day. The review of logfile for the day of treatment shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The logfile shows that the user performed one energy check and performed thirteen treatments without further energy check on that day. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about two minutes and twenty six seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. The investigation is concluded without determining the root cause conclusively, however there is no indication of a device malfunction. No technical root cause was identified as the device was found to be within specifications. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a vertical gas breakthrough in the left eye of a patient lasik surgery. The procedure was completed using manual photorefractive keratectomy.